Manufacturer narrative:
It was reported that the patient was administered topical steroid (date and duration not reported). (B)(4)

Manufacturer narrative:
This report is submitted on may 24, 2017. (B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth at abutment site and subsequently underwent revision surgery on (B)(6) 2017, to excise skin during an abutment change. The implanted device remains.